Event description:
The reported event occurred during a periodic inspection, prior to procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event (b5) and the legal manufacturers investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standard specifications at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the repair inspection, the image was not displayed was likely due to flooding of the cabling and charged coupled device (ccd) unit; however, since the device was not returned to the legal manufacturer, the root cause could not be conclusively determined.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head has an image malfunction, ¿image disappears (disconnection) during inspection.¿ no death, injury or harm was reported to olympus.

Manufacturer narrative:
The suspect device was returned to the olympus repair center. The customer¿s request to repair was confirmed/reproduced, the image does not appear due to a defective/faulty charged coupled device unit and cable (cable breakage). The repair inspection also found the connection with the scope is loose as the coupler wobbles. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.